Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported doing troubleshooting with technical support observing a fluid leak at the end of his dialysis treatment. Follow up with the patient indicated the clinic was informed of the alleged event and prophylactic antibiotics were prescribed. Treatment was not completed. Treatment was resumed on the replacement cycler. Patient reported observing a pinhole in the cassette. No complications reported. The patient discarded the liberty cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
"."